Event description:
During a morning test, it was reported that the device makes beeping sounds, the screen turns gray and none of the buttons would operate. The device would be in a locked up condition and unable to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and repair options. Follow up with the reporter found that the customer elected not to repair the device and removed it from service. The device was not returned to physio-control for analysis. A conclusive cause of the reported event could not be determined.